Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/3/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an atrial fibrillation (afib) procedure with two smart touch unidirectional catheters and suffered a cardiac tamponade which required a pericardiocentesis. The first smart touch unidirectional catheter was torqued counter-clockwise. There was a rapid temperature shift and erratic temperatures displayed. The cable was exchanged without resolution. The catheter was exchanged with the second smart touch unidirectional catheter and the issue resolved. At the end of the procedure, the physician noted a reduction in the wall motion for the ventricles. It was uncertain when the injury occurred. The soundstar catheter was reinserted and a pericardial effusion was noted. A pericardiocentisis was performed and about 400cc of fluid was removed from the pericardial space. The patient was reported to be in stable condition at the time the complaint was reported. The patient fully recovered with no residual effects. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the device was evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. Per this condition force feature cannot be verified; however the catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a temperature issue has been verified. An internal corrective action has been opened to investigate the tc breakage on the tip section for smart touch and smart touch sf. However, the tc failure is not related with the cardiac tamponade; the root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17541246m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Manufacturer's ref. No: (B)(4). There were no factors that might have contributed to the event. The activated clotting time (act) was maintained at 300 ¿ 350¿s. There were no errors reported by the biosense webster, inc. Systems. The shaft proximity interference (spi) value was not known. The smart touch unidirectional catheter was not in close proximity to another catheter. The catheter zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Since both the smart touch unidirectional catheters were used during the procedure, we are taking a conservative approach and reporting this event under both of these catheters.

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with two smart touch unidirectional catheters and suffered a cardiac tamponade which required a pericardiocentesis. The first smart touch unidirectional catheter was torqued counter-clockwise. There was a rapid temperature shift and erratic temperatures displayed. The cable was exchanged without resolution. The catheter was exchanged with the second smart touch unidirectional catheter and the issue resolved. This temperature issue was assessed as not reportable. At the end of the procedure, the physician noted a reduction in the wall motion for the ventricles. It was uncertain when the injury occurred. The soundstar catheter was reinserted and a pericardial effusion was noted. A pericardiocentesis was performed and about 400cc of fluid was removed from the pericardial space. The patient was reported to be in stable condition at the time the complaint was reported. The patient fully recovered with no residual effects. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. The transseptal puncture was performed. The details of the sheath used was not provided. The overall ablation time and last ablation cycle was not provided. The generator was set to power control mode. The temperature and power cut off values were set to default settings. The flow setting was set to 30ml/min.